Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set's light blue protective male luer lock cap was very difficult to remove. The male luer cap is found at the end of the tubing set. The customer attempted to use pliers, without success, and then contacted medical information. During the conversation with medical information, the customer was able to physically remove the cap but encountered the same malfunction after the cap was put back on. Medical information informed the customer that it is recommended to leave the protective caps on until use for sterility purposes. This malfunction occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.